Event description:
New arterial line repeatedly alarming pressure increasing throughout the night and backing up with blood despite increase in fluid rate. Bp readings inaccurate intermittently by up to 20 points despite correctly zeroing art line. Tubing changed and given to qs rn. Manufacturer response for arterial line, arterial line (per site reporter). [Redacted date] initial contact sent [redacted date] - sample retrieved. [Redacted date] - emailed medline.